Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced extreme glycemic fluctuations while using the ilet with a g7 sensor, including a low after breakfast treated with juice and half a cookie followed by hyperglycemia peaking at 339 mg/dl, with a concurrent fingerstick of 289 mg/dl entered for calibration; education was provided regarding appropriate meal announcements after the user had announced more than usual for breakfast, and the user reported use of a teflon infusion set with 23-inch tubing and a recent set change. Symptoms included feeling slightly shaky and cold during the high, with no effects reported during the low. Outcomes included a transient hypoglycemic episode of about 20 minutes and a hyperglycemic episode lasting about 3 hours, without professional medical intervention, backup therapy, ketone testing, or hospitalization. Investigation included data sync and review of meal announcement practices, verification of tubing priming with observed drops, confirmation of recent infusion set change, sensor calibration with fingerstick, and provision of troubleshooting and education. Investigation of this case revealed probable user error related to incorrect meal size announcement contributing to postprandial hyperglycemia, with no evidence of infusion set or tubing malfunction and no device alarms requiring intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement.